Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician's evaluation confirmed migration of the cls. A revision procedure was completed to reposition the cls and resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacturer date; evaluation codes. The evoke scs system remains implanted. The root cause of cls migration and pain at the cls implant site cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation site and cls migration which may result in pain and the patient may require surgery (including revision, explant, and replacement) as a result.¿